Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. H3, h6 - updated one device was received for investigation. The event history log found multiple high alarm displayed: air in-line detected. The device was visually inspected and functionally tested. The customer reported problem was duplicated. During the functional test, the air detector failed to recognize when a full 50ml cassette is attached and reads as air in line. The air detector will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed constant 'air in line' and there was an air detector sensor damage. No patient injury reported.